Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the root cause could not be determined. The foreign material could not be identified and the cause of the material remaining in the device could not be specified. There was no damage to the area where the foreign material was detected and it is unknown if reprocessing was performed according to the instructions for use (IFU). The event can be detected/prevented by following the instructions for use which state: IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection . IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated and confirmed there was a whitish foreign material on the inside of the air/water tube, air/water cylinder and jet tube. Additional findings include; there was no color on the air/water cylinder and suction cylinder. Due to wear of angle wire, bending angle in up direction did not meet the standard value. There was a crack on the plastic distal end cover, light guide lens, and adhesive on the bending section cover. The objective lens had a scratch and universal cord had a wrinkle. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
A user facility returned the olympus asset, colonvideoscope, to the olympus service center. Upon inspection and testing of the returned device, it was observed that there was foreign material on the jet tube, air/water tube and air/water cylinder. This report is being submitted for the reportable malfunction found during evaluation. There was no patient involvement.